Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the foot pedal. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system's foot pedal was not functioning properly. No patient injury was reported.